Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/31/2021.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the second row of keys from bottom of a spectrum pump stopped working. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.